Manufacturer narrative:
Product complaint # (B)(4). Corrected information: h 3. Device evaluated by manufacturer? Additional information: h 6. Component code, h 6. Investigation findings, h 6. Investigation conclusions. H3 investigation summary: the product was returned to ethicon for evaluation. One sealed sample was received for analysis. Product code 1962. Additionally, two photos were provided, and it showed the same condition of the samples received. The visual assessment of the sample, the package exhibits signs of moisture exposure consistent with water or bodily fluids. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an radical prostatectomy procedure for prostate cancer on an unknown date and suture was used. The package was found contaminated. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: received information as following from sales rep via phone. Please refer to attached photos, other information requested is unknown. Could you please confirm whether the contamination was in the sterile packaging or in the external packaging (box)? Please provide additional information about the contamination issue: was foreign matter found? If yes, what type? Was the sterility of the device compromised? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: b5. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an radical prostatectomy procedure for prostate cancer on an unknown date and absorbable hemostat was used. The package was found contaminated. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d 9. Device available for evaluation? Additional information: d 9. Date device returned to manufacturer, d 9. Is device returned to manufacturer?, h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions h6 component code: g07002 - pending evaluation of returned device the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: our failure analysis lab received two (2) surgicel 1962, one with lot 106l3l and a second with lot 106l3h. Please be aware that pc-002051624 originally reported lot 106l3h (pictures were provided and lot 106l3h can be observed on the received images), but additional information in note a-14548138 clarified the correct lot number for pc-002051624 is 106l3l. 1. Can you please clarify, do both samples (lot 106l3h and 106l3l) belong to this product complaint? 2. If not, please clarify which lot belongs to pc-002051624 and clarify if the secondary sample belongs to a different complaint and please provide corresponding complaint number. 3. If the additional device is in regards to an event that hasn't been reported before, please provide more details of the device malfunction. --received information as following from sales rep via phone: the device reported with contaminated package issue is 106l3h, no issue reported with 106l3l, but customer request to return both lot samples for analysis. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.